Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, this is presumed to have caused unexpected stress to the camera head and cable due to the user's handling, resulting in the failure of the ccd unit or cable unit, which resulted in the absence of images. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. There were signs of wire twisting inside the camera cable. The camera cable had an appearance abnormality such as cutting or perforation due to physical or chemical stress. The camera head¿s main body, ccd unit, and camera cable was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not work and the endoscopic image was not displayed. There was no report of patient injury associated with the event. An olympus (B)(4) & (B)(4) representative requested additional information, but the user facility did not provide other detailed information.